Event description:
During a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. Prior the procedure starts functionality of the sheath was checked, and it worked but it is unknown if the physician was holding the knob or not when the sheath was bent. It was reported that the sheath was unable to maintain deflection once the polarx was inserted and the system was in the patient body, with the balloon exposed. The knob span freely and once the sheath was curved, the sheath would return back to straight position. The procedure was cancelled and was not completed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.